Manufacturer narrative:
(B)(4). The technical service engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the compressor pcb (printed circuit board). The customer reported to have followed the tse recommendations and malfunction has been corrected. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator had compressor inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.